Event description:
It was reported that the theatre for a major medical intervention, the doctor inserted the introducer needle into the male pt's internal jugular vein. It was at that time the doctor noticed air aspiration as a result of a cracked needle hub. As a result, a new kit was opened and used w/o issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4).